Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a sensor anomaly. The customer stated that there were 4 faulty sensors. The customer stated one sensor had missing electrodes. The customer stated that they noticed when they removed the sensors. The customer stated that the other two did not work at all. The customer stated that the pump had alarmed change sensor. The customer will be sent replacement sensors.